Event description:
The customer stated after running the axsym digoxin iii assay, error code# 1113 (invalid test result, read value (#) and error code # 1062 (invalid test result, read precision (#) were generated on pt samples. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.